Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2015 with the following findings: the pump was returned and it was noted that there was moisture ingress present in the battery compartment. A leak test was performed and failed due to a crack along the side of the battery compartment. The vibratory alarm and audio bolus button were found not to be operational. The audio bolus button cover was removed and moisture was found underneath the button contact. The pump case was opened and moisture was observed on the pcb, force sensor, vibration sensor and support bracket.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.